Event description:
It was reported that the unit not respond correctly during a cleaning cycle. No patient involvement. Ref: # (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.